Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise while programmed on the primary vector. Ts provided troubleshooting including recommending reprogramming, isometric and pocket testing, and chest x-ray. It was noted that the auto set-up feature failed due to small r-waves. The noise was reproduced during isometric testing in primary and alternate vectors. This patient will be scheduled for another appointment in clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.